Event description:
It was reported that the ventilator alarmed and generated two technical error codes indicating disabled valves and an error in the internal memory, while it was connected to a pt. The ventilator consequently stopped ventilating. The rn who was in the room removed the pt and called for rcp who found that the ventilator had stopped in the pressure control mode of ventilation instead of from the previously set pressure regulation volume control mode of ventilation. (B)(4).

Manufacturer narrative:
(B)(4).